Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information available to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation mode during a case. There was no patient injury.